Manufacturer narrative:
The ra lead is expected to be returned. Once it is returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, it was reported that the lead had to be repositioned several times to find an optimal position. Once the lead was positioned, it was connected to the pacemaker where a pacing impedance measurement above 3,000 ohms was noted. The lead was disconnected and reconnected to the device; however, the above 3,000 ohms pacing impedance measurement still persisted. The physician decided to extract the ra lead. During its removal, difficulties with the helix operation were noted. This ra lead was successfully explanted and replaced. All measurements with the new ra lead were in normal range. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
--